Event description:
It was reported that during a lap chole procedure, the clips were spitting out when the trigger was activated. Another device was used to complete the procedure. There was adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.